Event description:
It was reported that the pod experienced a communication error after approximately 24-36 hours of wear. The patient confirmed the occurrence of an error message reading ¿missing sensor values¿ and an automated delivery restriction alert. This led to the patient¿s blood glucose levels increasing above 250 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and the pod cannula was identified to be damaged.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0xca alarm occurred, indicating the algorithm ran too late. No timeouts or drive stalls occurred that would indicate an issue with insulin delivery. No damages or deficiencies were observed in the pod that would yield a hazard alarm or prevent the pod from operating as intended. The exact cause of the 0xca hazard alarm could not be determined. During fluid path testing, fluid was not able to travel the complete fluid path due to the shorted exposed soft cannula; the observed damage led the length of the soft cannula to measure out of specifications at 0.831 inches. The exact timing and cause of the soft cannula damage could not be determined. The patient history buffer (phb) file shows valid estimated glucose values (egvs) of 1 and 5 during runtime, indicating that for a period of time the continuous glucose monitor (cgm) sensor was not active and not calibrated respectively. The system responded as expected to this period where the cgm was either not active or calibrated by entering limited mode, eventually exhibiting a missing sensor value alert. Another period during runtime showcases that the system had been delivering the maximum basal insulin in automated mode for an extended period of time which generated an automated delivery restriction alert until near the end of runtime while the pod acted in limited mode. The alert was acknowledged by the user prior to deactivation. The system behaved as expected in conjunction with the cgm behavior, therefore no problem is found regarding the reported pod and cgm communication error event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.